Event description:
It was reported that the pump touch screen was slow to respond or not responsive when trying to unlock the pump or enter values. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.